Manufacturer narrative:
Patient identifier was not provided after multiple attempts (08/06/2015 by phone, 08/12/2015 by phone, 09/01/2015 by phone). The log from the site did not indicate there was any system failure during the patient scan. The system operator is responsible for providing the hearing protection. In this case, hearing protection was provided and placed by the patient. The system acoustic level was tested to meet local regulations. All data reviewed indicates that the system was operating normally and within performance specifications. No further actions are planned at this time.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported a patient was scanned and upon completion of the MRI, the patient reported ringing in the ears (tinnitus) and hearing loss. The patient was reported to have been evaluated by an ent physician and was confirmed to have a new hearing deficit.